Manufacturer narrative:
The endoscope was inspected by pentax media service under service order (B)(4) and the technician confirmed the scope was not reprocessed correctly. On (B)(6) 2021 the scope passed the wet and dry leak tests. The endoscope was cleaned and disinfected, the angulation adjusted. Model eg34-i10, serial number (B)(4), has been routinely serviced at a pentax facility since the device was put into service on (B)(6) 2019. The endoscope was returned to the customer. This event meets the requirements for FDA reportability; however, submission of this report does not constitute an admission that medical personnel, user facility, importer, manufacturer or product caused or contributed to the event. This complaint is being processed in accordance with dpa-qip-MDR decision backlog management plan.

Event description:
Pentax medical was made aware of an issue that occurred in the united states. The information provided that an eg34-i10 (sn: (B)(4)) video upper g. I. Scope was sitting for over seventy-two (72) hours without being properly high level disinfected. The end user stated that they did not follow the rifu (reprocessing instructions for use) in regards to timely reprocessing after completion of a procedure as the endoscope was left soiled. The scope is being sent in for delayed reprocessing due to severe winter storms throughout (B)(6).

Manufacturer narrative:
Updated sections: b4: date of the report. G3: date received by manufacturer. G6: type of report: followup 01. And h10. Pentax medical has not received any further information for this event and therefore, considers this medwatch report closed.